Event description:
It was reported the pt presented with dyspnea. An ultrasound revealed a stenotic valve with an elevated gradient. The valve was explanted and replaced with another MFR's device. Upon explant the surgeon noticed one of the leaflets had pannus formation. The physician does not allege the event was caused by the device. The pt is reported to be in stable condition. Additional info has been requested.